Event description:
The facility representative reported a broken door on pump #2. Information was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no pt injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.